Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross steerable access solution was selected for use. Due to challenging patient anatomy, multiple sheaths (versacross connect, versacross steerable, and versacross access) were required to achieve a satisfactory transseptal puncture (tsp). Heparin was administered, partial dose prior to transseptal access and remainder after tsp. Act reading after transseptal was 298. Effusion checks were performed pre-procedure, post-transseptal, and post-procedure, with no effusion noted at those times. The 31mm watchman delivery system (wds) was advanced, deployed and released without issue. Sixteen (16) hours post procedure, the patient developed hypotension, and a pericardial effusion with tamponade was discovered. Pericardiocentesis was performed to treat the effusion. The physician could not definitively identify the cause but suggested a small perforation may have occurred during device recapture at the appendage rather than during the transseptal, due to the heavily pectinated anatomy of the appendage. Additionally, the patient had been taking eliquis prior to the procedure, contrary to instructions, which the physician believed significantly contributed to the delayed onset of symptoms. The patient was stable during the procedure. The patient was discharged with an expected full recovery. There was no suspected perforation at the conclusion of the case per the ice and fluoro imaging. The physician does not believe that the transseptal products have contributed to the patient complication. The device is not expected to be returned for analysis.